Event description:
During biomed testing and routine preventative maintenance the device shut down inappropriately and then rebooted. Complainant indicated that there was no pt involvement in the reported malfunction.